Event description:
It was reported that during an im nail of right intertrochanteric femur fracture procedure, the surgeon was inserting the helical blade through the nail and the helical blade became stuck. It appeared to get stuck at the cortex of the superior aspect of the femoral neck. Surgeon then backed out the helical blade and the nail. Surgeon did confirm that there was a tight connection and that the locking mechanism of the nail was not deployed. Surgeon used a new helical blade to complete the procedure with no further problems. There was no adverse effect to the patient. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the received condition of the helix blade showed anodized rubbed away on the shaft. Some material displacement and damage was evident in the pocket feature. Since all features relevant to the complaint condition could not be measured due to damage, the complaint is indeterminate from a manufacturing standpoint. A product development evaluation was also performed. The helical blade received was repackaged in a plastic pouch and minor scuff marks (stripped anodize color) could be seen on the edges of the flutes, in the neck region, and in the shaft area. The inside wall of the horseshoe-feature appeared to have been damaged; this damage seems to have been caused during the post-manufacturing use in the field. The root cause of this complaint was wrong technique/misplaced nail. Therefore, this evaluation is invalid from a design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record revealed no complaint related anomalies. The product evaluation visual inspection revealed that the helical blade received was repackaged in a plastic pouch and minor scuff marks could be seen on the edges of the flutes, in the neck region, and in the shaft area. The inside wall of the horseshoe-feature appeared to have been damaged; this damage seems to have been caused during the post-manufacturing use in the field. Due to all complaint related features being found within the specification, this complaint is deemed invalid. Placeholder.